Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was not adversely impacted. The customer declined follow up with tandem technical support. No additional information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.